Event description:
A siemens healthcare diagnostics inc. Clinical service engineer (cse) re-installed software on an advia 120 with autosampler system. The customer ran quality control material and about 100 patient samples with the default calibration factors and gains set on the advia 120 with autosampler system, instead of the pre-software installation calibration factors and gains. Quality control material failed specifications and patient results were released to physicians, who have not questioned the results. It is unknown if the customer repeated all of the patient samples. There are no reports of patient intervention or adverse health consequences due to releasing the patient samples despite quality control material failing specifications.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2014-00506) on september 9, 2014. On 9/25/2014: additional information: siemens healthcare diagnostics inc. Has investigated the issue and has determined that the cause of the event is user error. The customer released results produced by the advia 120 with autosampler despite quality control being out of specification. No additional patient results can be obtained as the software was reloaded on the advia 120 with autosampler and the patient data is no longer available. The customer has confirmed that no physicians have questioned the results for the patient samples that were run when the controls were not in range. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical applications specialist (tas) was dispatched to the customer site, as a follow up to the software installation visit. The tas discovered that the advia 120 with autosampler was running with default calibration factors and gains. The customer never investigated why the quality control material failed specifications nor called siemens regarding the issue. The tas restored the system with the pre-software install calibration factors and gains. The instrument is performing according to specifications. No further evaluation of the device is required.